Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the upon removal of the sensor, the sensor wire appeared to be "missing". Tandem technical support found during troubleshooting that the customer was inserting the sensor incorrectly. No additional patient or event information was available. A replacement sensor was sent to the customer.